Manufacturer narrative:
Device was used for treatment, not diagnosis. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use over time. A review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the housing of the compact air drive device was damaged. It was noted that the housing was found to be faulty. It was further determined that the device failed pretest for check for excessive noise. It was noted in the service order that the device was not working when used with a chuck with key device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Additional narrative: correction: please note that the serial number was documented as (B)(4) in the initial medwatch report. The correct serial number ((B)(4)) has been documented in this medwatch report. The unique identifier (UDI) has been updated accordingly. If additional information should become available, a supplemental medwatch report will be submitted accordingly.